Event description:
Fail code 550, which occurred upon power up during biomed testing. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.